Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient's spouse found the patient convulsing and trembling. The bg finger stick was 40 mg/dl and the cgm value was 98 mg/dl. She gave him 2 sugar tablets, waited 6 minutes then called emergency medical services (ems). Upon paramedic arrival IV hydration was started and he was given glucagon. After 30 minutes he was able to eat a peanut butter sandwich, talk, and state his name. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.